Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the black pin in the middle of the handpiece was not working properly, and the handpiece was cutting too thick and may need to be recalibrated. There was no patient involvement. Due diligence is complete and there is no additional information available.